Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in insulin pump history due to broken trace on u1 keypad assembly. No pump error alarm noted during testing or in the pump trace download.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error alarm. Customer's blood glucose value was unknown. Customer also stated that insulin pump had hardware low level failures alarm. Customer was able to clear the alarm also able to complete pump rewind. Customer also stated that self test was passed. The device will be return for analysis.